Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the reservoir out of the insulin pump when waking up. The customer tried to lock it back in and also changed the set and reservoir but it wouldn't lock into the insulin pump. The customer stated that the reservoir compartment was not damaged but the o ring was missing. Blood glucose value was 452 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis. The customer had reverted to backup plan.

Manufacturer narrative:
The pump was received with the reservoir tube lip completely broken off. The reservoir does not stay locked in. The pump was received with a missing end cap sticker and o-ring. The pump was received with minor scratches on the lcd window and cracked battery tube threads.